Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective stimulation in their left foot. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue, during the procedure one of the leads had visible damage on the tubing of the lead, and system diagnostics recorded high impedances on the lead, physician stated it was possible from revising the lead. The lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.